Event description:
It was reported that the patient experienced shaking chills and fatigue. Transesophageal echocardiogram (tee) was performed and noted vegetation on the leads. The blood cultures showed as positive infection of staphylococcus. The implantable cardiac defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted due to the infection. The infection however was not related to the device. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.